Event description:
It was reported that the saw began leaking a black substance while being tested during a field tech visit to the account. This did not occur during any medical procedure. There was no pt involvement or any user injury reported.

Manufacturer narrative:
The handpiece has been received at the manufacturer for testing. An eval will be conducted, and a follow-up report will be submitted if the results of the quality investigation require one.